Event description:
The unit is made by: steris. The model number is: v-116. Nomenclature is: sterilizing unit, steam. The part is a switch manufactured by (B)(4) d part # 8910dpa63. Product caused issue leading to a code red in the autoclave. Another contractor unit installed was also noted to start to melt. No damage to facility or to patients.